Manufacturer narrative:
The device has not been returned for evaluation and the product lot number was not made available. Root cause is unable to be determined at this time.

Event description:
Information was received that a patient experienced mild hyperostosis. No further information is available.